Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states they had the paramedics revive them, due to low levels and unconsciousness. The customer states their blood glucose level was 270mg/dl and after treating with the pump, their levels went low. The customer's blood glucose level at the time of incident was 40mg/dl. The customer's most current level was 168mg/dl. Troubleshoot was conducted. The pump passed the displacement test and was found to be operating as designed. The customer was advised to contact their healthcare provider regarding unexplained low levels. The customer was advised to monitor the device and call back if issues persist.